Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by medical record. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years 7 months post valve implant could not be determined but may be related to the patient's co-morbidities (hyperlipidemia) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Medical record review revealed 7 years and 7 months post sapien valve implant, the patient presented to the emergency department with worsening sob and dyspnea on exertion for the previous 2 days. The patient was admitted for further diuresis and a tavr viv procedure was scheduled. During the viv procedure, a sapien 3 ultra valve was implanted in the existing valve. Post valve deployment, post dilation was performed to remove the 'constrainment' of the valve. Tee and aortogram confirmed the valve position, and trace paravalvular leak (pvl) was observed. The procedure was completed. The patient was extubated and returned to ccc in stable condition. Patient tolerated the procedure with no complications. On postoperative day (pod) 3, a drop in hemoglobin was observed. Cta of the abdomen and pelvis showed a pseudoaneurysm and extraperitoneal hematoma. CT surgery was consulted for possible vascular surgery. The recommendation was no acute surgical intervention and repeat the cta in 2 days. The repeat cta abdomen showed a stable pseudoaneurysm and improvement of size of the extraperitoneal hematoma. The patient also improved clinically and was hemodynamically stable. The patient was discharged home with instructions to follow up with cardiology, CT surgery as an outpatient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 7 years and 7 months post implant of a 23mm sapien valve in the aortic position, the valve was failing due to restenosis and aortic insufficiency (ai). A 23mm sapien 3 ultra valve was successfully implanted during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.